Event description:
The customer reported 12-lead ECG v6 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v6 signal loss. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.